Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a chiller pump failure. The device was evaluated upon receipt. It was confirmed that the arctic sun device water temperature was high. The chiller pump has been replaced and product testing is complete and confirms the product meets servicing requirements. The device passed all tests and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Correction: f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water temperature was high. Per review of wo on 10dec2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water temperature was high. Per review of wo on 10dec2025, there was no patient involvement.